Manufacturer narrative:
(B)(4).

Event description:
The complain device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. The pairing test was performed and the test passed. The functional transmitter test was performed and the test passed. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.